Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
During manufacturing, this aso underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this aso successfully completed these tests. Our investigation was unable to confirm the performance described at implant since the aso met specification upon return to aga and the ads45 was not returned for analysis. However, we understand that we are unable to fully reproduce all of the variables associated with this event, including the laboratory environment or contributing patient factors.

Event description:
The amplatzer® septal occluder (aso) could not be retracted into the sheath (9-del-12f-45/80, lot: m09a29-16) following deployment of the discs. When the discs were deployed from the sheath, the aso was reversed and despite multiple attempts to retract the device, removal was unsuccessful and surgical removal was required to remove the aso.